Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir o rings came off and the insulin pump is broken. Additionally, the insulin pump would freeze; the device would only unfreeze when the customer hits it against the counter. The customer's blood glucose reading was unknown at the time of these incidents. During troubleshooting, the customer confirmed that the insulin pump had been dropped on the wood floor numerous times. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. The product will be returned.

Manufacturer narrative:
Findings: pump received with no button response at escape and act button due to unlocked connector on lcd board. No frozen screen noted. Unable to perform any tests due to buttons unresponsive. Pump received with broken battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window noted.